Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the axium prime device was returned for analysis within a shipping box, inside of a sealed plastic biohazard pouch, an opened axium prime inner pouch, and within an introducer sheath. No microcatheter was returned. Visual inspection/damage location details: the introducer sheath was found to be applied correctly with the wavelock facing towards the proximal end of the pushwire; in addition, the introducer sheath was found to have blood within the middle and distal segments. The axium prime implant coil was found to be broken off of the pushwire detach element. The axium prime implant coil was found to be stretched and damaged within the introducer sheath. The polypropylene filament was found to be broken off the pushwire detach element. No other anomalies were observed. Testing/analysis (including sem reports): no resistance testing was performed with the axium prime device due to the damaged condition. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was unable to be confirmed; however, the event could not be ruled out. The axium prime device was returned damaged and broken within the introducer sheath. The damage found with the axium prime device was found to be consistent with advancement of the axium prime implant coil against resistance. A possible cause of ¿coil resistance/stuck in catheter¿ could be caused by advance the axium prime device against the patients ¿tortuous anatomy¿. The report noted that ¿the patient's blood flow was normal, and vessel tortuosity was moderate.¿. Patients vessel tortuosity can possibly lead to resistance within the microcatheter, as the axium prime may struggle to maneuver within the microcatheter. However, the root cause of ¿ coil resistance/stuck in catheter¿ was unable to be determined. Another possible causes of ¿coil resistance/stuck in catheter ¿ could have been caused by damage or kink to pushwire. No microcatheter was returned for assessment; therefore, any contribution the echelon microcatheter had towards the ¿coil resistance¿ was unable to be assessed. The echelon was found to be compatible with the axium prime device. Based on the device analysis and the reported information, the customer¿s report of ¿coil stretched¿ was able to be confirmed. A possible caused for the damaged, could have been caused while the user advanced the device against the reported resistance. The device and any accessories were prepared as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was stretching of coils after difficult coil delivery. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. When the surgeon used a coil to treat an aneurysm, the surgeon found that there was a large resistance to pushing the coil at the distal end of the echelon microcatheter. The surgeon then took the coil out of the body for observation and found that the coil was stretched. The coil was stuck in the middle of the catheter. There was no damage to the catheter. There was damage on the implant coil. The patient was undergoing surgery for treatment of a saccular, ruptured posterior communicating artery aneurysm with a max diameter of 5 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Additional information received reported the cause of the resistance can coil stretch was not determined. The coil came out of the introducer sheath smoothly. It was noted that a continuous saline flush was administered and maintained as indicated in the IFU.